Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C40241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-shot. Concomitant products included ascorbic acid;calcium pantothenate;cyanocobalamin;ergocalciferol;nicotinamide;pyridoxine hydrochloride;retinol palmitate;riboflavin;thiamine mononitrate (prenatal vitamins) from 1999 to 2015, ferrous sulfate since 2000 and ibuprofen (motrin) since 2010. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), rash ("rashes"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia( painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("blur vision/ blurry vision.") And loss of libido ("sex drive") and was found to have weight decreased ("weight loss"). In 2016, the patient experienced urinary tract infection ("uti") and alopecia ("hair loss"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("yeast infections"). The patient was treated with surgery (to remove the essure implant) and glasses. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, rash, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia, weight decreased and loss of libido outcome was unknown and the vision blurred had not resolved. The reporter considered alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, loss of libido, menorrhagia, nausea, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: she had need for additional surgery current weight 135 lbs essure confirmation test tubes were closed with the essure. Discrepancy noted regarding essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.77 kgs. Most recent follow-up information incorporated above includes: on 5-mar-2019: pfs received. Event pt for vaginal infections was updated as vulvovaginal mycotic infection. Lot number was added. Patient information was added. Indication added. Event onset date added. Concomitant drug was added. Fup 2 and fup 3 processed together. On 6-mar-2019: plaintiff fact sheet received. Other relevant history updated. Outcome of event blurred vision was changed from "unknown" to "not recovered / not resolved". Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C40241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-shot. Concomitant products included ferrous sulfate since 2000, ibuprofen (motrin) since 2010 and minerals nos;vitamins nos (prenatal vitamins) from 1999 to 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), rash ("rashes"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia( painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("blur vision/ blurry vision.") And loss of libido ("sex drive") and was found to have weight decreased ("weight loss"). In 2016, the patient experienced urinary tract infection ("uti") and alopecia ("hair loss"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("yeast infections"). The patient was treated with surgery (to remove the essure implant) and glasses. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, rash, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia, weight decreased and loss of libido outcome was unknown and the vision blurred had not resolved. The reporter considered alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, loss of libido, menorrhagia, nausea, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: she had need for additional surgery current weight 135 lbs. Essure confirmation test tubes were closed with the essure. Discrepancy noted regarding essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.77 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vision blurred ("blur vision") and loss of libido ("sex drive") and was found to have weight decreased ("weight loss"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), fungal infection ("yeast infections"), female sexual dysfunction ("apareunia"), rash ("rashes") and nausea ("nausea"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, female sexual dysfunction, rash, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia, weight decreased, vision blurred and loss of libido outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, loss of libido, menorrhagia, nausea, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: she had need for additional surgery. Most recent follow-up information incorporated above includes: on 20-nov-2018: plaintiff fact sheet received: events (hormonal changes describe: sex drive, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti; yeast infections, apareunia (inability to have sexual intercourse), rashes or skin conditions type: rashes, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: blur) vision. I got glasses, weight gain / loss specify which one: weight loss, hair loss were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.